Event description:
Revision surgery -pt had ceramic/ceramic hip implanted in (B) (6) 2005. On or about (B) (6) 2009, pt heard a crack in his hip. Surgeon operated and found the ceramic head had shattered, and the liner had been damaged.